Event description:
The baxter intravia® 500 ml capacity empty container for sterile compounding has no expiry date printed on the product that is in use at (B)(6) hospital and (B)(6). The product of concern has a product number of 2b8013.